Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal left circumflex artery. A 2.5x18mm xience sierra was opened and the nurse felt something was wrong but handed the device to the physician to use in the procedure. After the xience sierra was deployed, it was noted that the sterile pouch (clear tyvek) of the xience sierra was not sealed. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unsealed device packaging was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported unsealed device appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.